Event description:
Impedance was normal but value not mentioned in medical file. For the seizures, this was noted to be possibly related to vns, but difficult to tell retrospectively.

Event description:
It was reported from a case study that a patient had a 106 implanted. At two year follow-up there was resurgence of seizures so increased output current from 1.5 to 2.0ma. No additional information has been received to date.